Event description:
Pt underwent an l5-s1 alif on (B)(6) 2011. Two days post-op, pt had fecal incontinence. X-rays showed no issues with construct and surgeon has no plans for revision. Reportedly, pt did not have a prior history of fecal incontinences. This is the 4th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient information: information received from surgeon's office.